Event description:
It was reported to philips that the system does not start up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to start up. Upon troubleshooting, fse found that the customer stated, the issue was related to a malfunction in the host computer's power supply, which failed to power on when the pc rack was re-energized. Although the power supply had been replaced previously, the failure recurred after an external power outage. Fse found that issue was with the host pc. To resolve the issue, fse replaced the host pc. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.